Event description:
The customer reported an alarm and a blank display after the insulin pump got wet. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly. Unable to verify the alarms due to the blank display.